Event description:
The patient did v-p surgery and a sensor was implanted. No value indicated after the 3rd days of the surgery. The surgeon changed cable but it didn't work. The surgeon changed another sensor. There was no report on patient injury.

Manufacturer narrative:
The device was returned for evaluation by the supplier. The supplier's investigation also included a review of quality records. Upon completion of the investigation it was noted that this review found that the device met all manufacturing and quality testing/inspection specifications prior to distribution. The evaluation of the device found that the internal catheter wires were broken. The catheter was received tied in a knot and there was multiple severe kinked area along the catheter body. Due to the condition of the instrument as it was received, no functional testing was possible. Based on their evaluation of the device, the supplier was able to confirm the complaint and determined that he cause of failure was mishandling of the device. This however could not be confirmed. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
This follow up report was filed to update the serial number.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.